Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by cartilage titled ¿prospective outcomes of cryopreserved osteochondral allograft for patellofemoral cartilage defects at minimum. 2-year follow-up.¿ the study reviewed nineteen (19) patients who underwent knee procedures to treat patellar instability using arthrex pushlock devices. Two (2) patients were documented to have experienced failure due to progressive patellofemoral osteoarthritis during the follow-up period. Ref: melugin, h. P., et al. (2021). "Prospective outcomes of cryopreserved osteochondral allograft for patellofemoral cartilage defects at minimum 2-year follow-up." Cartilage 13(1_suppl): 1014s-1021s.